Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that there had been pump damage to an implanted impella cp. The sleeve broke at the distal and tegaderm was used to keep it secure. The patient was successfully weaned from the pump and survived.